Event description:
It was reported that a dexcom g7 sensor paired successfully to the g7 app but not to the ilet, consistent with intermittent communication failure involving the antenna/electrical communication components; the user restarted the ilet, toggled between g6 and g7, re-entered the code, and subsequently began receiving readings. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported intermittent communication failure associated with antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.